Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found discovered that there was reddish brown material inside the pebax and around the helix. Due the condition scanning electron microscope (sem) analysis was performed and results show that the dome and electrode #3 had evidence of mechanical damage. The pebax material presented evidence of abrasion marks and separation. It is very likely that the unknown object which caused the mechanical damage could damage the pebax as well. An internal corrective action was opened to further investigate pebax damage on smart touch catheters. The catheter was evaluated for carto and force calibration, error 106 was observed during the carto test. Further examination showed that the failure was due to internal damage of a sensor wire. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force reading issue has been verified. The root cause of sensor wire failure could not be determined.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and a force issue occurred. This issue was originally assessed as not reportable because this issue is highly detectable and poses low risk to the patient. The device was received for analysis by biosense webster failure analysis lab and during visual inspection reddish brown material was found inside the pebax and around the helix coil with no damage seen. After further analysis with a scanning electron microscope (sem), results showed damage to the pebax. This finding is indicative of a reportable event because the catheter integrity has been compromised. The awareness date for this record is august 21, 2015 because that is when the pebax damage was discovered.